Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found flex vision pc had failed. Fse replaced the flex vision pc and was returned for analysis. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the flexvision pc has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.